Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:evaluation revealed that the keypad cover is torn from ok to up button, all keypad buttons are intermittently unresponsive. The keypad was removed and contamination was found under the contrast, up and down buttons. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons and a dim/faddish reddish display. This report is made based on results of investigation completed on (B)(6) 2015.